Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 4.0.2. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: abbott freestyle libre 2 plus. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached 700 mg/dl while wearing the pod on their abdomen between 24 and 36 hours. Symptoms reported include abdominal discomfort, nausea and severe headaches. Additionally, the patient was diagnosed with an allergic reaction to cortisone shots. The patient stated the high blood glucose levels were a result of a reaction to the cortisone shots. The patient was treated with insulin shots and was instructed to contact their healthcare provider to change their medications. The patient was released on june 15, 2026. A new pod was applied.